Manufacturer narrative:
The customer did not provide the requested material for investigation, so no further investigation was possible. An interference with the sample or a failure of the device could not be excluded.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for three samples from the same patient tested for roche cardiac t quantitative (tnt) on a cobas h 232 analyzer. The cobas h 232 analyzer is not released for distribution in the united states, nor is it like or similar to a device released for distribution in the united states. Results from the cobas h 232 analyzer were higher compared to results obtained with the elecsys troponin t hs assay (tnths) on a cobas 6000 e 601 module (e601). All tnt values from the cobas h 232 analyzer were reported outside of the laboratory to the doctor. The tnths results from the e601 analyzer were believed to be correct. The first sample resulted with a tnt value of 289 ng/l when tested on the cobas h 232 analyzer. The sample was repeated on the e601 analyzer, resulting with a tnths value of 11.82 ng/l. The second sample resulted with a tnt value of 362 ng/l when tested on the cobas h 232 analyzer. The sample was repeated on the e601 analyzer, resulting with a tnths value of 13.10 ng/l. The third sample resulted with a tnt value of 448 ng/l when tested on the cobas h 232 analyzer. The sample was repeated on the e601 analyzer, resulting with a tnths value of 12.30 ng/l. The samples were tested on a second cobas h 232 analyzer and the high results were confirmed. The sample results obtained with the e601 analyzer were also confirmed with another e601 analyzer. No adverse events were alleged to have occurred with the patient. The patient did not have any cardiac symptoms. The serial numbers of the cobas h 232 analyzers that were used were asked for, but not provided. To troubleshoot the issue, the customer took patient sample which had a known positive result of 222 ng/l on the e601 analyzer and tested this on the cobas h 232 analyzer, resulting as 206 ng/l. The customer also took a negative patient sample resulting as < 14 ng/l on the e601 analyzer and tested this on the cobas h 232 analyzer, resulting as < 50 ng/l. The customer's product was requested for investigation. Relevant retention material roche cardiac t quantitative of lot 182663 was measured on qualified cobas h 232 analyzer with two native blood samples and one spiked blood sample (c=260 ng/l). Each blood sample was measured three times. The blood samples were also measured on a cobas e 411 immunoassay analyzer (cobas e411). Results: mean of the measurements on qualified cobas h232: first native blood sample : <50 ng/l. Second native blood sample: < 50 ng/l. Spiked blood sample (260 ng/l): 268 ng/l. Cobas e411 measurements: first native blood sample : 8.21 pg/ml. Second native blood sample: 6.14 pg/ml. Spiked blood sample (260 ng/l): 280.1 pg/ml . The results of all measurements fulfill requirements.